Event description:
A customer reported a media evaporation / dried vial with a cyclesure 24 biological indicator (bi) after a completed sterrad cycle. The load was released and used on patients. There was no injury or harm associated with the issue. The incubator temperature is unknown. It is unknown if the chemical indicators changed color correctly. The previous and subsequent bi results are unknown. This event is reported to the FDA for user error. An item from the load was released and used on a patient before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Ni

Manufacturer narrative:
(B)(4) - load not recalled and dried vial. Correction: trending analysis for the product code of ¿load not recalled¿ was reviewed for the past 12 months (september 2012 ¿ august 2013). The risk is categorized into "as low as reasonably practicable". Correction: trending analysis by lot number was performed. (B)(4) similar incidents of "dried vial" were reported in the time frame (10/30/2013 to 3/11/2013). The risk acceptability indicates that this is considered "broadly acceptable". Visual evaluation of the returned suspect bi found no signs of user error and a manufacturing-related issue is unlikely since the retains product was confirmed to meet specification and no anomalies were observed in the device history record that would suggest ampoule damage. Since there were multiple reports of dried vial originating from ous customers, it's possible that shipping was a contributing factor. The case for shipping-related ampoule damage is supported by the fact that there are at least nine additional complaints of 'dried vial', all from different customers located in two asian countries. If microfractures due to handling at the customer site were suspect, the incident rate would not be spread amongst multiple customers; however, the one commonality held between these customers is that the product was manufactured in the USA and was shipped to asia. A manufacturing-related issue was eliminated as a probable cause since the retains product was found to meet specification and no anomalies were observed during device history record review that would suggest pre-existing ampoule damage. The most probable cause of the dried vial is pre-existing physical damage on the ampoule. If a media ampoule is damaged before processing, the media fluid could be exposed to the sterrad® vacuum ultimately causing a dried vial result. Physical damage on the ampoule can occur as a result of user error (i.e., crushing before processing), manufacturing, or shipping/handling. The assignable cause analysis of the code 'load not recalled' references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. A customer letter was sent advising to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24.

Manufacturer narrative:
Product returned 8/15/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and no broken ampoules were observed during in-process or finished product inspection, and all specifications were met at the time of product release. As such, no anomalies were observed during DHR review that would contribute to this issue. Trending analysis for the product code of ¿dried vial¿ was reviewed. Over the past 12months (september 2012 ¿ august 2013) there is no significant trend. Trending analysis for the product code of ¿load not recalled¿ was reviewed for the past 12 months (september 2012 ¿ august 2013). The highest risk acceptability for the past 12 months is considered to be "broadly acceptable" per the risk based thresholds. Trending analysis by lot number was performed. The lot history was reviewed from date-of-manufacture to pi open date (10/30/2012 to 03/11/2013). (B)(4) similar incidents linked to ampoule damage were reported in that time frame. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed and the medical review of this complaint indicates that the risk to the patient is low. Three (3) bis were returned for evaluation (two (2) suspect bis and one (1) unused bi). The two (2) suspect bis had a golden ci disc, indicating peroxide exposure. Single spore discs and single tyvek® liners were present. There was staining on the tyvek® liners consistent with the presence of media fluid during the sterrad® cycle. The outer vials did not have stress marks from manual crushing, and no punctures were observed in the outer vials. The inner ampoules appeared intact, however, were drained of media fluid, confirming the complaint. No media was remaining. The one (1) unused bi was in the appropriate configuration for unused bis. The bi had a red ci disc, intact ampoules with purple media fluid, a single spore disc on the outer vial's floor, and a single tyvek® liner with appropriately-placed cap. Thirty-two (32) retain bis were subject to functional evaluation. A manufacturing-related issue was eliminated as a probable cause since the retain product was found to meet specification. The customer complaint of dried vial in a cyclesure® 24 bi after processing in the sterrad® has been attributed to preexisting physical damage, whose origin is possibly shipping. Micro-fractures in ampoule glass can occur as a result of ampoule defect, manufacturing error, or physical trauma during shipping and handling. If a bi with a damaged ampoule is processed in the sterrad® system, the ampoule may burst under vacuum, ultimately causing a dried vial result. To prevent this from occurring, the IFU instructs to confirm the ampoule integrity prior to use. Micro-fractures may not always be observed. The case for shipping-related microfractures is supported by the fact that there are at least (B)(4) complaints of dried vial from different customers located in two asian countries. The one commonality held between these customers is that the product was manufactured in (B)(4). The report of dried vial has been attributed to pre-existing physical damage whose origin is possibly shipping.